Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the screw was sitting prominent and was bothering the patient. The patient underwent a revision surgery to remove the screw. During extraction of the screw the head broke off and the rest of the screw was left remaining in the patient.